Event description:
Reportedly, during a retrospective review of f/u data, oversensing (with 125 ms coupling intervals) was noticed, which could have led to pacing inhibitions. An explanation is requested.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.